Event description:
Site reported that an ldr cs-137 pellet failed to retract from the treatment catheter as programmed. Applicator was removed from pt and placed in a safety container. It was determined that one pellet remained in the catheter. The planned treatment was fractionated and the clinician determined that the treatment was correctable. An engineer was dispatched to the site and removed the source from the catheter. The source was determined to be deformed and this was determined to be the cause of the problem. The remainder of the sources were inspected. Three add'l sources were found to be marginal and removed from svc. The engineer determined that the machine was operating properly before leaving the site.